Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient stated he underwent a revision a few days after this cardiac resynchronization therapy defibrillator (crt-d) was initially implanted. The patient stated he tore "some internal stitches" due to physical activity. The device was repositioned and the patient received antibiotics to resolve the issue. A few days later, the patient felt a sudden "bee sting" like sensation near his breastbone that occurred twice in a day. The patient continued experiencing the sensation, scheduled a medical appointment and contacted boston scientific technical services (ts). Ts referred the patient to a health care professional (hcp).